Event description:
The manufacturer was notified of a Serious Adverse Event involving a Carbomedics Standard Mitral valve through mantra database. Based on the information available, on (b)(6) 2024, a Carbomedics Standard Mitral valve size 29 was implanted in a patient. On (b)(6) 2026, the patient experienced decompensated HF, with acute pulmonary edema related to severe MV stenosis. Actions taken included Mitral re-intervention on (b)(6) 2026: Redo MVR by using mechanical St. Jude valve size 25; and Change/Added Medication. The study was terminated upon explant of the device on (b)(6) 2026. The patient's clinical history included: Systemic Hypertension; Obesity; Other disease: Asthma, GERD; and NYHA Class III.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the Manufacturer¿s Quality Engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release.A follow-up report will be submitted upon availability of new information.